Event description:
It was reported during a routine in clinic check with an asymptomatic patient that the right ventricular lead exhibited noise that triggered a noise reversion alert. The lead will remain implanted and continue to be monitored. Patient was stable.